Manufacturer narrative:
(B)(4). The customer reported to have found the oxygen (o2) sensor and flow sensor faulty. The evaluation will be completed by a non-medtronic service provider. Covidien was not authorized to repair the device.

Event description:
It was reported that, during setup, a e360 ventilator generated a flow sensor error message and failed calibration. The ventilator was not in use on a patient at the time of the reported event.